Event description:
It was reported that there was increased impedance. It was further reported that there was no capture, high impedance, and a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; distal segment returned and analyzed. Other: it was reported that there was increased impedance. It was further reported that there was no capture, high impedance, and a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event. Capture, failure to, impedance, high, lead(s), fracture of.